Event description:
The following was reported to hamiton medical ag: leaking or defective distal autozero valve technical event:(B)(4). Autozero airway test failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).